Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing that resulted in inappropriate mode switching and occasional pacing inhibition. This ra lead was surgically abandoned and replaced. No adverse patient effects were reported.